Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported "pinkish screen lcd and then black" problem was duplicated. Part is purchased as an off the shelf item that is supplied by a third party supplier, no further investigation can be performed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the screen is completely black upon start-up. The customer reported the display will not boot up. The customer reported there is no patient involvement associated with the event.